Manufacturer narrative:
Section a3a and a4 were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the clinic and experienced a driveline power fault alarm. There was no damaged noted on the modular cable. There was bend and rescue tape on the driveline. The patient reported no pulls or trauma to the driveline. The log files were reviewed and captured driveline power b faults on (B)(6) 2024. The patient had their alarm cleared by the clinic and the alarm condition was still active. It was advised to perform a modular cable and system controller exchange. The exchanges were performed and the driveline power fault alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned modular cable. Log files were submitted and downloaded for review, and data from the reported event dates of (B)(6) 2024 were reviewed. The log files captured a driveline power fault alarm from (B)(6) 2024, 13:22:24 that was associated with a power b broken fault. The alarm resolved once the driveline was disconnected at (B)(6) 2024, 13:26:43, consistent with the reported system controller and modular cable exchange. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned modular cable (batch/lot: 8118935) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to the returned system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (batch/lot # 8118935) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.